Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, and unknown if there was a delay in the start of the pre-cleaning. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; universal cord had a wrinkle; grip was shaved; plastic distal end cover (c-cover) had a dent; indication on suction-connector was peeled; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could not specify what the foreign material was and could not specify if the reprocessing has been implemented in line with the IFU, so therefore could not specify the cause of the remaining foreign material. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning: 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function- 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope exhibited air/water flow system issues. The issue was observed during preparation for use for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.